Manufacturer narrative:
Device evaluated by MFR: the device was discarded, thus no investigation could be completed. Although embolism is a known risk of complication with use of the turbo-power device, the physician stated that there was pre-existing thrombus within the stents prior to the turbo-power being used and expected a potential embolization. Investigation determined this event to be use error, for not using mechanical thrombectomy prior to utilization of the turbo-power. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
As part of a japan turbo postmarket study, a peripheral atherectomy procedure began to treat an in-stent restenosis (isr) in the patient's mid superficial femoral artery (sfa) to the popliteal region. The lesion to be treated was 400 mm in length, with heavy thrombus present within the stents. It was predicted that treatment would result in clots and potential embolism; therefore, a filter was placed pre-procedure, distal to the lesion. The physician chose to treat the patient with a spectranetics turbo-power laser atherectomy catheter. During use, and as expected, portions of the thrombus were observed. The filter did not catch all the thrombus, resulting in a peripheral embolism. The thrombus that was not captured by the filter was removed successfully using a mechanical thrombectomy catheter. The procedure was completed with no reported patient harm. This report captures the turbo-power in use within the lesion when the peripheral embolism occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.